Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in patient populations with pseudoaneurysm resulting from previous graft placement.

Event description:
On an unknown date, the patient underwent an aorto-uni-iliac and femoro-femoral bypass at another facility using non-gore devices. On an unknown date, the patient underwent a computed tomography that revealed bilateral pseudoaneurysms resulting from the first surgery. On (B)(6) 2008, the patient underwent repair of a right femoral pseudoaneurysm and was implanted with a contralateral leg component. On (B)(6) 2009, the patient underwent repair of a left femoral pseudoaneurysm and was implanted with a contralateral leg component. On an unknown date, a follow-up computed tomography revealed thrombosis in the contralateral leg component implanted on (B)(6) 2009. On (B)(6) 2009, the contralateral leg component was explanted and the patient underwent open repair using a hemashield graft. The patient tolerated the procedure.